Event description:
According to the complaint (radiometer reference number: (B)(4), the customer reported that during two sample measurements using the abl90 flex plus (serial number: (B)(6) approximately 2 hours apart, the patient ids were scanned but the analyzer did not accept the barcode. No report of serious injury or death.